Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it has intermittent high fio2. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Device evaluation:   results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting however a issue was found to have the oxygen relay out of specification and could have been a contributing factor to the reported issue. The unit has passed all test, calibrations and is working to manufacture specifications.